Event description:
It was reported that the rep turned on the lightsource during a procedure after the doctor asked, "has it been white balanced?" The scope was not attached to the cable. The cable was resting on the drape for approximately 3 to 4 seconds before they realized that the scope was not attached. The light from the cable burned through the drape which was reported to have compromised the sterile field. No patient injury occurred. The hole in the drape was covered with more sterile field.

Manufacturer narrative:
Device will not be returned for evaluation as the device was not malfunctioning. The light source should not be running while the cable is laying on a patient. The light emitting from the end of the cable can reach temperatures hot enough to burn through drapes and potentially burn a patient if not used properly. There are several warnings in the IFU's for the light source, cable and scope.